Manufacturer narrative:
The h10 field was updated with respect to the initial report for this device. Device evaluation results were added. Patient code 3191 captures the reportable event of surgery. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient underwent surgical intervention to reposition the lead, but the helix presented extension/retraction issues, so the physician decided to replace the lead. In addition, it was mentioned that during the implant surgery there were placement difficulties due to patient's tortuous anatomy. No additional adverse patient effects were reported.

Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient underwent surgical intervention to replace the lead and the helix presented extension/retraction issues, so the physician decided to replace the lead. In addition, it was mentioned that during the implant surgery there were placement difficulties due to patient's tortuous anatomy. No additional adverse patient effects were reported